Event description:
It was reported that the customer had just started using the insulin pump a week ago and has been having high blood glucose levels. Customer's blood glucose level was 351 mg/dl. Customer stated that she has symptoms of urination, headaches, and thirst. Customer has treated with the pump and also manually. Troubleshooting was performed and it was found that the customer had a battery out limit alarm, but customer declined troubleshooting for the alarm. Customer stated that the cannula was not straight but not bent either. Pump failed the high pressure test twice. Customer stated that she wasted a few sets. Sets and reservoirs will be replaced. Insulin pump will also need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.